Manufacturer narrative:
H.6. Investigation summary four photos and one sample were received by our quality team for evaluation. Upon visual inspection of the photos and sample, no abnormality was observed; therefore, the incident could not be verified. A device history record could not be evaluated as the lot number is unknown. Based on the investigation, no probable root cause could be verified. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte¿ IV catheter leaked. This was discovered during use. The following information was provided by the initial reporter: contrast medium leaked from the connection of ex-tube.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insyte¿ IV catheter leaked. This was discovered during use. The following information was provided by the initial reporter: contrast medium leaked from the connection of ex-tube.